Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. Nine charging cycles were recorded to the device memory. The memory content of the device was inspected, showing no anomalies. The data showed that the device automatically activated the battery status eos on (B)(6) 2018 at 04:28 pm. The inspection further showed a detection of strong magnetic fields at 04:13 pm, 15 minutes before the eos detection, most probably due to the beginning of the mentioned MRI scan. As mentioned in the complaint description, the MRI mode of the device was not activated on (B)(6) 2018. In a next step, the ICD was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation showed the device status bos. The battery voltage of 3.11 v revealed a charged battery. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In addition, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. Based on the analysis results, the eos status most likely resulted from the MRI scan without prior activation of the MRI mode. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed battery status eos. This observation does not represent a battery or hybrid malfunction. The analysis did not reveal any indication of a device malfunction.

Event description:
Ous MDR: after an implantation period of approx. 25 months, an early battery depletion was reported. It was noted that eos was shown after an MRI without programming on (B)(6) 2018. No adverse patient side effects have been reported. The device was explanted.